Event description:
The customer states that since they began using imx total psa assay lot 52545q100, pt results that were very low (for example 0.2 to 0.5 ng/ml) are now reading higher (for example 22 ng/ml). The majority of these elevated results do not confirm when retested at the customer's lab or at a reference lab. The controls have remained within specifications. No suspect pt results have been reported out of the lab. Upon troubleshooting, it was discovered that no recent pipette checks have been performed and that the sample probe has been on the analyzer for approx six months. Also, the analyzer is only used two times per week. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. A final report will be submitted at the conclusion of an investigation.